Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used on (B)(6), 2012 during an endoscopic retrograde cholangiopancreatography (ercp). According to the complainant, during the procedure the guidewire was advanced from the tandem rx cannula during the approach to the approach to the papilla in the common bile duct. The guidewire caught on something, and when the guidewire was withdrawn the distal tip detached and fell into the duodenum. The detached fragment was retrieved using straight grasping forceps. The procedure was completed with another jagwire guidewire. It was also confirmed that there was no issue with the tandem rx cannula. There were no patient complications as a result of this event. The patient condition was reported as stable post procedure.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used on (B)(6) 2012 during an endoscopic retrograde cholangiopancreatography (ercp). According to the complainant, during the procedure, the guidewire was advanced from the tandem rx cannula during the approach to the approach to the papilla in the common bile duct. The guidewire caught on something, and when the guidewire was withdrawn the distal tip detached and fell into the duodenum. The detached fragment was retrieved using straight grasping forceps. The procedure was completed with another jagwire guidewire. It was also confirmed that there was no issue with the tandem rx cannula. There were no patient complications as a result of this event. The patient condition was reported as stable post procedure.

Manufacturer narrative:
Patient age is unknown; however, reported to be over 18 years old. (B)(4): tip detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found the pebax section damaged, exposing the core wire tip approximately 0.5 centimeters. There was no evidence of a core wire fracture and the ptfe jacket was intact. The reported event of guidewire tip detached was confirmed through analysis of the returned device. This damage likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the design history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.